Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device need to be replaced with motor, ail gasket and pressure sensors. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a, b, c, d and g grids and manufacturer narrative(chr,DHR and shr statements) omit : g07001 - part/component/sub-assembly term not applicable,c20 - no findings available the actual date of event is unknown. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode a review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue a review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device need to be replaced with motor, ail gasket and pressure sensors. There was no patient involvement.